Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery and off no power. The customer's blood glucose was 142 mg/dl. The customer stated that he did not receive a low battery alert before the off no power alarm. He stated that the battery had not been previously used, nor did the insulin pump get dropped or bumped. He noted that there had been unattended alarms, which he was advised would drain the battery. His blood glucose was 232 mg/dl at the time of the no delivery alarm. He advised that the alarm had been resolved by a complete set change and declined to return the infusion set and reservoir for analysis. He declined to further troubleshoot for the no delivery alarm since he had changed the infusion set. He was advised to replace the battery and monitor the device.